Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in a letter from the patient: I'm writing in regards of hip replacement equipment placement. On (B)(6) 2022 I had a total hip replacement surgery. Later I was taken to a nursing home for rehab. After a few days I woke up to fluids running down my left. I went to ER where they bandaged and sent back to nursing home. On (B)(6) 2022 saw doctor fluid was leaking real bad. He took a culture of the fluids then redressed incision. (B)(6) 2022 was taken back to [hospital] - was told it was an emergency. After getting back to [hospital] I was told I was having emergency surgery because my incision was infected. Doctor had to go back in and cleaned the liner out. I was admitted to the hospital where I was put on two IV antibiotic fluids for six weeks. Antibiotics were vancomycin and [written as celeptine]. After 11 days was discharged. Went to [hospital] where I was still on my antibiotic IV's. Was told I had two of the worst bacterias enterococcus and pseudomonas aeruginosa. Once the IV's were done I was on levofloxacin for a year or more. Because of the meds - vancomycin and [written as celepine] my lifetime has changed. While in [hospital] because of IV meds I had to stay in room because I was hooked up to IV. Also my body was messed up. Also put on 12 different meds. I believe the liner equipment was defective and caused the infection.

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster50d; cat # 702-04-50d; lot # 92093101a. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # wzuh. 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # xj3h. Standard insignia collared hip stem; cat # 7000-5505; lot # 92338302. Delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # 94964304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a patient underwent an anterior tha and had an acute postoperative deep infection with enterococcus and pseudomonads. She underwent an I and d and poly exchange and treatment with antibiotics. No results of the treatment were provided for review. In addition, the patient had evidence of lower lumbar degenerative disease, stenosis, and an acute compression fracture of l2. The infection was unrelated to the implants. Event confirmation: a deep infection of a left hip in the acute phase was confirmed after an anterior tha. A revision surgery was performed. The antibiotic treatment and outcome thereof cannot be confirmed. Root cause: a root cause cannot be ascertained. This was an acute infection which most commonly has the or as the source. That said, by the patients report she went to an ecf which could have been a source of infection as well. The infection would be unrelated to the implants." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. The event was confirmed via clinician review of the provided medical records: "a patient underwent an anterior tha and had an acute postoperative deep infection with enterococcus and pseudomonads. She underwent an I and d and poly exchange and treatment with antibiotics. No results of the treatment were provided for review. [...] Root cause: a root cause cannot be ascertained. This was an acute infection which most commonly has the or as the source. That said, by the patients report she went to an ecf which could have been a source of infection as well." A microbiological assessment was completed by a stryker microbiologist who indicated the following: "enterococcus spp. And pseudomonas aeruginosa has been identified as possible cause of infection of patient. Stryker can confirm that the origin of infection cannot have been the implants used for this knee surgery. X3 plastic hip implants are subjected to overkill sterilisation cycles demonstrating sterility assurance level (sal) 10-6 at half-cycle parameters. Non-x3 plastic hip implants are sterilised by gamma irradiation between 25-35kgy. Metal hip implants are sterilised by gamma irradiation between 25kgy and 45kgy. Ceramic hip implants are sterilised by gamma irradiation between 25kgy and 40kgy. Conclusion: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and specifically the sterilisation methodology employed by stryker, it is not probable that could have originated from the sterile implants." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported in a letter from the patient: I'm writing in regards of hip replacement equipment placement. On (B)(6) 2022 I had a total hip replacement surgery...later I was taken to a nursing home for rehab. After a few days I woke up to fluids running down my left. I went to the emergency room where they bandaged and sent back to nursing home. On (B)(6) 2022 saw doctor...fluid was leaking real bad. He took a culture of the fluids then redressed incision. (B)(6) 2022 was taken back to [hospital] - was told it was an emergency. After getting back to [hospital] I was told I was having emergency surgery because my incision was infected. Doctor...had to go back in and cleaned the liner out. I was admitted to the hospital where I was put on two IV antibiotic fluids for six weeks. Antibiotics were vancomycin and [written as celeptine]. After 11 days was discharged. Went to [hospital] where I was still on my antibiotic IV's. Was told I had two of the worst bacterias enterococcus and pseudomonas aeruginosa. Once the IV's were done I was...on levofloxacin for a year or more. Because of the meds - vancomycin and [written as celepine] my lifetime has changed. While in [hospital] because of IV meds I had to stay in room because I was hooked up to IV. Also my body was messed up. Also put on 12 different meds. I believe the liner equipment was defective and caused the infection.